Event description:
It was reported that a malfunction alarm was displayed on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur once reset, allowing the customer to continue using the pump.